Manufacturer narrative:
The device was not returned to edwards as it remains implanted. Follow-up attempt to obtain further information is in progress. Should new information is received, a supplemental MDR will be submitted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Without the return of the device or additional information, edwards is unable to investigate root cause for the procedure. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that the patient underwent surgery for a valve-in-valve replacement after a duration of four (4 ) years and six (6) months due to unknown reason. A size 26mm bioprosthetic valve was implanted into a 25mm bioprosthetic valve in the aortic position.

Manufacturer narrative:
New information learned through follow up with the health care provider. No other information has been made available. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. There are many factors that could result in the need to disable a valve, the most common of which is stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, this patient's medical history included hypertension, hyperlipidemia, and a recurrence of aortic stenosis which are considered contributing patient factors. Minimal information regarding the condition of the valve at the time of the intervention was available; therefore, the root cause for the stenosis cannot be conclusively determined. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective action is required at this time.

Event description:
Through follow up with the health care provider it was learned that the patient underwent intervention to disable a 25mm aortic pericardial valve after an implant duration of 4 years and 6 months due to severe aortic stenosis (peak gradient 99mmhg; mean gradient 66mmhg; aortic valve area 0.6cm3) and mild aortic regurgitation. The 25mm aortic pericardial valve was disabled with a model 9300tfx size 26mm transcatheter aortic valve. The cause of the first valve replacement was a known bicuspid aortic valve with severe aortic stenosis, very calcified and bulky (peak gradient 77mmhg; mean gradient 44mmhg; aortic valve area 0.6cm3).